Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. Furthermore, a specific cause for the reported bacteremia could not be determined. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU lists multiple organ dysfunctions/failures, infection, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of this IFU, including a section entitled "controlling infection." The heartmate 3 lvas patient handbook, rev. D, is also currently available. This handbook also contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: inotropes were initiated.

Event description:
It was reported that the patient passed away on (B)(6) 2022 despite maximum surgical and medical management. The post-operative course was complicated by planned right ventricular assist device (rvad) implant, small bowel ischemia, bacteremia of an unknown source, and renal failure. Pan cultures were identified, and the bacteremia was treated with antibiotics. The cause of the bowel ischemia was unknown. No left ventricular assist device alarms were reported, and the device was working at the time of death. Patient selection with heart failure severity and other comorbidities contributed to patient death. The outcome was not considered to be device or therapy related. Related manufacturer's report: 3003306248-2023-05037.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.